Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that host messages were not crossed. A technical support specialist dialed into the cce vwp-rx-app003. The cce-service was not running and was set to manual start. The cce had been rebooted less than 7 hours ago, which explained the issue. The technical service specialist set the cce-service to auto delayed start and started the services, allowed the messages to cross. The system functioned as intended after the technical support specialist resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, it had a hosts messages not crossing. The customer reported issue occurred when dispensing medications to the patient. There were no adverse events or injuries reported based on this event.